Event description:
Senseonics was made aware of an incident where user was hospitalized due to non-diabetes-related events but noted that the treatment affected her blood glucose values. The user was diagnosed with heart attacks, arterial fibrillation, and thrombosis, with the event occurring on (B)(6) 2025. At the time of the call, the user stated she was feeling fine. The event was not related to the user's diabetes or the eversense system. Per dms, the user is currently using the system with up-to-date information.

Manufacturer narrative:
The user was hospitalized due to non-diabetes-related events but noted that the treatment affected her blood glucose values. The user was diagnosed with heart attacks, arterial fibrillation, and thrombosis, with the event occurring on (B)(6) 2025. At the time of the call, the user stated she was feeling fine. The event was not related to the user's diabetes or the eversense system. Per dms, the user is currently using the system with up-to-date information.